Manufacturer narrative:
(B)(6). Investigation: device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site in november 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No ncmrs were raised for this issue. Ii: customer sample/photo analysis: no customer samples or photos were received for evaluation. Ii: investigation root cause summary: as no customer samples or photos were received the scope of this investigation is limited. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the sleeve detach exposing the user to blood on hands. Nurse was not wearing gloves. Blood samples taken ((B)(6)) from patient and lab nurse. Patients results were negative. No report of injury.